Event description:
Healthcare professional reported, ¿exchange with no complaint against the device¿. Healthcare professional, later reported, "completely ruptured". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as fold flaw opening. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿exchange with no complaint against the device¿. Healthcare professional later reported "completely ruptured". This record is for the right side. Device was explanted.